Manufacturer narrative:
Concomitant medical products: 6947m62 lead; 5076-52 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a low impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.